Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic colectomy. Similar c8501 malfunctions occurred in 3 cases. Complaint 1 of 3: #2022-001334 npr. Complaint 2 of 3: #2022-001335 npr. Complaint 3 of 3: #2022-001336 product returning. Event description: event date was sometime in the past week. C8501 was placed within patient with 12mm trocar and no sharp instruments inserted. Approximately 1 hour into the case, the surgical team heard leaking and found that the sheath was separated from the green inner ring. A portion of the ring was hanging freely from the sheath inside the patient. A new device was opened to complete the case. No patient injury occurred. Product is not available for return. Patient status: no patient injury occurred. Type of intervention: a new device was opened to complete the case.

Event description:
Procedure performed: robotic colectomy similar c8501 malfunctions occurred in 3 cases. Complaint 1 of 3: #(B)(4) [MFR# 2027111-2022-00617] complaint 2 of 3: #(B)(4) [MFR# 2027111-2022-00618] complaint 3 of 3: #(B)(4) [MFR# 2027111-2022-00619] event description: event date was sometime in the past week. C8501 was placed within patient with 12mm trocar and no sharp instruments inserted. Approximately 1 hour into the case, the surgical team heard leaking and found that the sheath was separated from the green inner ring. A portion of the ring was hanging freely from the sheath inside the patient. A new device was opened to complete the case. No patient injury occurred. Product is not available for return. Additional information received on 11may2022 via email from [name], account manager. Images of complaint device attached. Additional information received on 12may2022 via email from [name], account manager. Images are related to complaint #(B)(4). Additional information received on 28jun2022 via phone call from [name], account manager. Customer returned 3 units of c8501 for complaint #(B)(4). Patient status: no patient injury occurred. Type of intervention: a new device was opened to complete the case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the sheath had separated from the inner ring. Based on the condition of the returned unit, it is possible that the reported event was caused by a weak or incomplete heat seal between the sheath and the inner ring. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.